Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced event of infusion set fell off during use.the infusion set has been used for 8 hours.the patient replaced infusion set and resumed insulin delieveries successfully. No further information was available.